Event description:
It was reported that the right atrial lead exhibited lead noise. The asymptomatic patient presented for a lead extraction on (B)(6) 2018. During the procedure, the right atrial and the right ventricular lead were noted to have insulation damage. The leads were removed and replaced successfully. The patient was discharged from outpatient the following morning. No further information was reported.

Manufacturer narrative:
The reported events of lead noise and insulation damage were confirmed. A complete lead was returned in one piece. An external insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 16.3 cm to 16.4 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device.